Manufacturer narrative:
While the suspect device has not been sent to the manufacturer's investigation unit, photograph(s) of the suspect device were sent. The display issue was confirmed by examining the photographic evidence.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the blood glucose monitor was defective. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.